Event description:
Procedure type: lap sigmoid. According to the reporter: after firing the eeaxl 31 the surgeon noticed a posterior leak when air tested. The surgeon re-anastomosed with the dst eeaxl 28-3.5 stapler. Re-tested with air determined no bubbles and the new anastomosis appeared to be secure and intact. No patient injury was reported.

Manufacturer narrative:
.